Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, episodes of post-paced t-wave oversensing was observed. Technical support was contacted and suggested reprogramming the device to resolve the issue. Device reprogramming is anticipated to be performed at the patients follow-up. The patient experienced no consequences.